Event description:
It was reported that the product got damaged after hammering on it. Further info received in 2009: the nurse reported to raqa assistant that central sterile services had reported to her that there are some cracks in the product and that they did not want to put it back in the set. It was further reported that she had not received a report about this matter from either the surgeon or the or staff. She stated that probably the cracks were caused by hammering on it during surgery.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.